Manufacturer narrative:
(B)(4). Evaluation summary: the actual reported sample was not returned. However, a representative sample, from the same lot, was provided for evaluation. The batch review found no indication of related nonconformance during the manufacture of this product. Neither visual nor functional inspection of the sample identified any nonconformities. The evaluated product operated as designed, without any sign of leakage; therefore, the reported issue could not be confirmed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a tpn therapy bag was found to be leaking. Where in the process the leak was discovered is unknown; however, this report documents no patient involvement or adverse events. No additional information is available.